Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to an infection in the scrotum. A new 12 mm x 20 cm spectra penile prosthesis device was implanted. Additional information received states the type of infection was not determined and the cause was unknown. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.